Event description:
A surgeon reported that he tried to inject silicone oil with the viscous fluid control during a vitrectomy procedure. At first, the surgeon forgot to use the stopper. He put stopper in and injected the oil. Too much oil was injected, so he extracted some. The surgeon realized that he extracted too much and began re-injecting, at which time the tubing detached from the system causing a loud noise. The pressure went up very high. The increased pressure caused an old paracentesis from a prior cataract surgery to loosen. The surgeon used sutures to secure the paracentesis. Sutures were also used to close the trocar incision which had been enlarged from the excessive pressure. The patient experienced a small superficial scratch to the cheek. The surgeon was able to stabilize eye pressure and complete the procedure. The patient was reportedly doing "very well" at the one day post operative visit.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).